Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 430 mg/dl and the current blood glucose was 231 mg/dl. Customer stated they had steroids shots. Customer did not stated any symptoms related to high blood glucose. The auto mode feature was not active at the time of incident. Customer stated that the insulin pump was not working properly. Customer stated that they were not able to hear the sound whenever the reservoir was low and blood glucose was high. The self test was done and it was passed. Customer stated that the insulin pump and the mobile device pairing was failed. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.